Event description:
Clinic notes dated (B)(6) 2012 were received for the patient's referral for generator replacement. The notes indicate that the generator is now showing "end of service: yes" upon interrogation. Although surgery is likely, it has not occurred to date. The notes also mentioned that the patient continues to average 4-6 small seizures per month.

Event description:
It was reported from a neurologist's office that during the interrogation of the patient's generator, an ifi flag warning was observed on the patient's device. This was the first time the physician's office had ever observed the warning. When the button was selected, it would repeatedly appear and with no progression to the programming menu. The handheld computer being used was a (B)(4). A hard reset was then performed, and the patient's device was reinterrogated and the issue would repeat with no progression to the programming menu. After the hard reset, the warning appeared approximately 8-10 times before another (B)(4) handheld computer was used. After interrogation, the same event occurred. Then, a (B)(4) handheld computer was used which confirmed an ifi flag, but the site was able to click to proceed only three times before progressing to the programming menu. The patient's device was able to be successfully programmed at that time with the (B)(4) computer. Attempts for a copy of the flashcards from the neurologist's office and the handheld used at the surgeon's office are in progress, but the copied programming history has not been received to date. The issue with the other (B)(4) handheld computer and its related software is reported in manufacturer report number: 1644487-2012-01507.

Event description:
Copies of the physician's flashcard and flashcard data from the date of surgery was received and analyzed via decoder spreadsheet where it was confirmed that on (B)(6) 2012, the battery voltage was 2.679 confirming ifi = yes. However, the used charge accumulation was 17.952% indicating that the battery was not depleting at an expected rate. Further review of a previous report where it was reported that during the patient's initial implant, a "vbat<eos threshold" message was received due to electrocautery being used during the implant procedure, as reported in manufacturer report number: 1644487-2010-01474. The decrease in available battery capacity as evidenced by the ifi warning is an expected event based on the preceding asic latch-up event. A review of the decoder spreadsheet from (B)(6) 2012, was performed where it was reported that the programming software would not progress past "proceed" and appeared to be in a loop revealed no additional information which would support a cause for the event. It was noted that during the review of the programming history in the vns programming history database, no faults or communication difficulties were observed on that day ((B)(6) 2012) when the dell x5 sn 95k0731 computer was used. There is a known event with the v8.0 programming software in which the ifi message is displayed every time a parameter is edited and every time the generator is programmed. This is the same behavior that occurs for n eos and eos levels. This may be the event that was experienced in the field. Further investigation will occur to determine if the event can be replicated. Follow up with the company representative revealed that the ifi message popped up repeatedly about six times before there would be progression to the programming menu. The event was not the ifi message being displayed every time a parameter is edited and every time the generator is programmed. The event was described as being "stuck in a loop". The ifi message continued appearing so that the screen would not progress to the programming menu. This patient was one of the physician's first patients implanted with the demipulse generators, so the physician has not seen the ifi message previously or since the initial report on (B)(6) 2012. The physician has not had issues programming, or performing diagnostics on other patient's devices. No additional information was provided. The issue with the other dell x5 handheld computer and its related software is reported in manufacturer report number: 1644487-2012-01507.

Event description:
Further investigation was performed in-house, however the event could not be replicated.

Manufacturer narrative:
.

Event description:
It was reported on (B)(6) 2013 that the patient had generator replacement surgery on (B)(6) 2013 due to battery depletion. The generator was returned to the manufacturer, however product analysis has not been completed to date. The return product form indicated the reason for replacement was due to end of service with eri=yes.

Manufacturer narrative:
Type of report, corrected data: the initial report inadvertently did not report that this is a '30 day report.'

Event description:
The implant card was received and confirmed the generator replacement surgery on (B)(6) 2013 was due to battery depletion with near end of service=yes.

Event description:
Analysis of the explanted generator was completed. An end-of-service warning message was verified in the product analysis lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicates that the pulse generator may have been exposed to an electro-cautery tool, as captured in mfg report number: 1644487-2010-01474. A reset of the pulsedisable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. The reported premature end of life and asic latch-up condition allegations were duplicated in the pa lab (associated with the pulsedisabled by the pulse generator). With the pulse generator case removed and the battery still attached to the pcb, the battery measured 2.377 volts, indicating a near end of service condition. The post burn-in electrical test results showed that the pulse generator module performed according to functional specifications. Other than the noted errors, there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information received that now the generator is indicating neos = yes which the physician believes is premature however it is already known that the generator has been hit with electrocautery which will impact the battery capacity. Clinic notes dated (B)(6) 2012 were received for the patient who has been referred for generator replacement surgery due to neos=yes. The notes also indicated that the patient was experiencing breakthrough seizures, but the frequency appeared to be the same as previously noted and related to poor medication compliance. Although surgery is likely, it has not occurred to date. Manufacturer report number 1644487-2010-01474 captures the asic latch-up condition as a result of using electrocautery during implant surgery.